Manufacturer narrative:
Updated fields: b4, d4, g3, g6, h2, h4. The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous distal tibial artery. The oad was treating near the flex tip of the viperwire advance guide wire due to there not being adequate space to advance the viperwire further ahead. The viperwire flex tip sheared off and had to be retrieved with a snare. There were no patient complications reported. The patient was in stable condition.